Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she has had bent cannulas, but the insulin pump has not alarmed no delivery. The customer did not have the tubing clamp to conduct the high pressure test. Nothing further was reported.